Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially questioned results from 6 patient samples tested for 25-hydroxyvitamin d (vitamin d). The customer questioned the results from an e601 analyzer, another cobas 6000 system at a sister hospital and a liaison instrument. No erroneous results were reported outside of the laboratory at the time of this initial complaint. The customer performed additional comparison testing with 8 additional patient samples between their e601 analyzer and the liaison instrument. Of the data provided, 2 patient samples were erroneous and reported outside of the laboratory. Patient 1 initial vitamin d result on the e601 analyzer was 65.04 nmol/l. This result was reported outside of the laboratory. The repeat result from the liaison instrument was 38.2 nmol/l. Patient 2 initial vitamin d result on the e601 analyzer was 92.11 nmol/l. This result was reported outside of the laboratory. The repeat result from the liaison instrument was 51.4 nmol/l. No adverse event was reported. The e601 analyzer serial number was (B)(4). No samples are available to complete the investigation.